Event description:
After the 3am self-test, it was reported that the device intermittently remains in a frozen state and was not available for use. The facility biomed observed the device freezing several times during additional bench testing. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control¿s investigation of the reported issue verified the reported failure. The cause for the device failure to boot up properly was isolated to be the u83 ic chip on the programmed system controller pcb assembly. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.